Event description:
Patient reported the infusion device displayed an e8 power interrupt error and the soft components are defective. The infusion device was returned to the first level investigation unit, and it was found a button is defective. The infusion device was sent to the manufacturer, and additional information will be submitted when the evaluation is complete. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is permanently active due to an external mechanical damage. As a result of the defective button, the pump correctly triggered an unclearable e8 error message.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.